Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head from toothbrush has broken whilst in mouth / brush heads which have failed - oral-b dualaction brushhead [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that for the second time the head from an oral-b dualaction brushhead had broken while in his/her mouth. The consumer stated that the brush head was just under 3 weeks old. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that both of the brush heads that had failed came from within the pack, however this one was the last one. The logo remained in place when he/she rubbed it with a coin. No further information was provided.